Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a pump system check, the customer received a cartridge alarm 1. Another cartridge was used and tandem technical support assisted the customer with the fill cartridge process. Blood glucose (bg) was over 600 mg/dl at the time of the event and an insulin injection was administered. Upon follow up, bg was 439 mg/dl and the customer declined further follow-up.